Event description:
Just diagnosed with potential type2 diabetes called insurance to see which cgm(continuous glucose monitor) they cover was told any of them which turned out to be wrong. I ended up with freestyle libre 3 but noticed when I did the initial charge that the machine did not go more than a day. I went to costco (place of purchase) and found the pharmacist I bought it from wasn't there so waited another day and spoke to another pharmacist and they said I would have to return it to the company. I thought it might have been my fault and called to see if I was doing something wrong. I did not get much help on usage just told to see if it got better and if not it could be replaced. So I dealt with it not holding a charge but then I went to switch sensors, my second one 14 days and when I opened it I found what appears to be an eyebrow on the sensor. I took it off and placed it in a plastic wrap. Then I sanitized the unopened sensor with alcohol and tried to open it up. Neither myself nor my husband could get it opened, I even used a pair of pliers on it and still could not get it opened. I told both the pharmacist and abbot and they said they would send a new sensor. I had already requested a new reader because of the poor charging ability. The new sensor arrived the day before the reader even though I had requested the reader first. So I need to change my to my third sensor soon but I am wondering if I should even keep this set. It turns out my insurance doesn't cover it and I had asked the dr's office to change to one covered by insurance, but I was anxious to get started because of my dx so I paid for the one costco had. I am not happy with costco because they wouldn't take it back after I discovered the charging problem right away. Also they didn't tell me that the libre 3 system was soon going to be replaced by the plus system and the system they sold me was soon to be replaced. I am keeping both defective parts until I hear from you. After I do if you do not want them I will mail them back to abbott. I talked to a friend of mine about his experience with cgm's and he was the one who suggested I report my problems with the equipment I received. I especially was not thrilled with finding an eyelash or eyebrow in the outside of the sensor. The boxes the sensors come in are not airtight or completely sealed and I think that is a problem. None of the boxes containing the sensors are completely sealed. Reference report: mw5165316.